Event description:
Customer called to report a low blood glucose level of 33 mg/dl. Customer also reported a missing dome label sticker. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The basic occlusion, occlusion, and excessive no delivery tests could not be performed due to the prime anomaly. The insulin pump was received with minor scratches on the display window, a cracked display window at the bottom right side corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.